Event description:
It was reported that this right atrial (ra) lead has dislodged and has lost its sensing. Boston scientific technical services (ts) discussed that the impedance looks the same and nothing has changed with the ra output and suggested an assessment to see if the lead is capturing. The lead remains in service. No adverse patient effects were reported.